Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 414 mg/dl. The customer also reported that they had differences between their blood glucose levels and sensor glucose levels. Advised sensor would be replaced.